Manufacturer narrative:
.

Event description:
It was reported that the screw would not fully seat in top hole of promos revers glenoid base plate. The surgery time was extended about 30 to 60 minutes.

Manufacturer narrative:
One of the two inner conical threads of the returned glenoid base plate appears deformed on its lower portion. Corresponding deformations are also visible on the outer conical threads of the three returned glenoid bone screws. Unequally distributed concentric indentations on the portion below the conical thread of the involved glenoid bone screws may suggest a tilted position of the screws during insertion. To what extent this may have contributed to the reported event can, based on the available information, not be assessed conclusively. Device history review of the involved component found no manufacturing or material defects that would have contributed to the reported result. The inner conical thread of the complained base plate as well as the outer conical thread of the involved glenoid bone screws undergoes a 100% inspection during production. Thereby no deviation was documented. However, no sign indicating a causal relationship between characteristics of the returned components and the reported connection failure could be found.